Event description:
It was reported that during an unk procedure, clips would not advance. There were no adverse consequences to the pt. One device returning.

Manufacturer narrative:
Evaluation summary: the analysis results found that the mcl20 was received with the cartridge cover tabs broken off. The device had evidence of excessive force applied to it. The instrument did not feed properly due to the returned condition.